Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse called and reported that a patient that was training on a cycler had a fluid leak. There was an air detected in the cassette warning during an unspecified fill. Treatment was cancelled and fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid seemed to be leaking from the cassette. The nurse also said there was a noise heard coming from the cycler. In a follow up, the nurse verified the event and said the patient did not have any harm, intervention or adverse event due to the fluid leak. The patient was able to continue using the cycler with new supplies and had no further issues. The noise seemed to go away over time. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse called and reported that a patient that was training on a cycler had a fluid leak. There was an air detected in the cassette warning during an unspecified fill. Treatment was cancelled and fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid seemed to be leaking from the cassette. The nurse also said there was a noise heard coming from the cycler. In a follow up, the nurse verified the event and said the patient did not have any harm, intervention or adverse event due to the fluid leak. The patient was able to continue using the cycler with new supplies and had no further issues. The noise seemed to go away over time. The cycler set is not available to return.